Manufacturer narrative:
Refer to the following field for corrected information: d4 (model number). Refer to the following fields for updated information: g3, g6, h2, and h10. The primary prod-material no. Has been updated from 470530-08 to 470530-05 to provide corrected information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to investigate the reported complaint further. The fse powered up the system in normal mode with no issues. It was confirmed that the stapler instrument was installed on arm3. Arm 3 was tested with a test instrument, and a carriage strength test was conducted, and no issues were observed. The fse also performed grip tests on the master tool manipulators (mtms), and no issues were observed. The system was tested and verified as ready for use. Isi has not received the curved tip stapler 30 instrument involved with the reported event. Therefore, the cause of the customer reported failure mode could not be determined at this time. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs indicate that curved tip stapler 30 instrument (part number 470530-08, lot t10190422-0024) had a partial fire with a blue stapler 30 reload. The partial fire completion percentage was less than 1%, and normally this is related to damage to the instrument. After the partial fire, the subsequent unclamp attempt also failed, at 3% completion, which may also suggest the instrument was damaged. Approximately 3 minutes after the unclamp failure, the system logs show an emergency-stop (e-stop) button press, and then 30 seconds later, the system detected a grip release tool (references the use of srk) being used. The first srk attempt appeared to be unsuccessful. The user tried to use the srk four more times during the event. However, during the subsequent attempts to use the srk, it is unclear if the system was in a fault state as instructed per the endowrist stapler user manual. There was one other e-stop press during the four attempts. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the curved tip stapler 30 instrument was stuck on lung tissue, the surgeon had to transect extra tissue in order to remove the instrument. However, at this time, the cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the stapler instrument was stuck on tissue. The surgeon had to staple around the stuck tissue to remove the stuck stapler instrument. On 01/10/2020, intuitive surgical, inc. (Isi) followed up with a nurse at the site and obtained the following additional information: the nurse reported that the surgeon was using a stapler instrument on lung tissue when the event occurred. The nurse stated that she does not recall whether it was the stapler 45 or the curved tip stapler 30 instrument that was in use. After the surgeon clamped and fired on the lung tissue, it was noted that the stapler instrument was stuck and could not be unclamped. At that time, the system generated an unspecified error. The site tried using the stapler release key (srk); however, the issue persisted. The customer contacted an isi technical support engineer (tse). The tse informed the surgical staff that the system should be in a fault state before trying to use the srk. The customer tried; however, the issue persisted. The nurse confirmed that in order to remove the stuck stapler instrument, they had to use another stapler instrument to cut tissue around the area. As a result, it was confirmed that slightly more tissue was transected than intended, although the surgeon was not too concerned about that. The procedure was completed with a backup stapler instrument with no further issues. The nurse could not provide details regarding the following: tissue integrity, tissue bunching, buttress material use, and if there were any impediments while stapling. There is no video recording of the procedure available for review. The nurse indicated that based on her conversations with the tse and a field service engineer (fse), she realized that it was possible that she had not used the srk correctly per the endowrist stapler user manual. A review of the site's system logs identified that it was a curved tip stapler 30 instrument (part number 470530-08, lot t10190422-0024) that was in use when the reported issue occurred.